Event description:
Received information that due to an 840 malfunction, the patient was placed on another ventilator. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.